Event description:
The iab was inserted into the pt on 4/28/97. Frequent "check iabp cath" alarms sounded from the pump iabp and the system 90t would not pump. No blood was noted. The iab was removed on 4/29/97. The iab was not returned to co for evaluation. The iab was discarded by facility. Event complications: none from the event - rpt'd 5/1/97, 6/12/97. Pt current status: unk - rpt'd 5/1, 6/12/97.

Manufacturer narrative:
Evaluation: the product was not returned to co for evaluation. The item was discarded by the hosp.